Event description:
The customer reported being hospitalized due to ketoacidosis and high blood glucose of 521mg/dl. Initially the customer requested assistance with setting up a temporary basal. Assisted the customer with programming the basal. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.